Event description:
It was reported that caller previously did not see insulin drops at end of tubing during fill tubing step of load sequence, despite completing steps to remove air from cartridge, not overfilling cartridge, and using room temperature insulin with a new cartridge and infusion set. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and successfully resumed insulin, and no additional information was received regarding the outcome of the event.